Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in (B)(4). It was reported to boston scientific corporation that on (B)(4) 2014, the patient experienced a lower urinary tract infection (uti) and sought medical attention. The patient was prescribed macrobid for 7 days starting (B)(6) 2014 and bactrim for 3 days on (B)(6) 2014. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "unlikely". This event resolved on (B)(6) 2014.